Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted, discussed possible troubleshooting and reprogramming options. The tachy therapy was programmed off. This sicd was reprogrammed to the secondary sensing vector and upon further review no oversensing was noted. This sicd system remains in service and will continue to be monitor. No additional adverse patient effects were reported.